Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date is unknown. This report is for one unknown prodisc device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further review of the complaint, it was determined this complaint is a duplicate entry. Synthes is retracting medwatch report #: 2520274-2015-10545. Refer to medwatch report #2530088-2015-10050. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, patient, (B)(6) contacted spine customer service. Patient was implanted with the prodisc in bangkok thailand and now has immense pain. No additional information was supplied. This report is for one unknown prodisc device. This report is 1 of 1 for (B)(4).